Event description:
It was reported that the patient came in hypothermic with a temperature of 34.1c. While using the device for normothermia - the water temp was 33c, the temperature sensing foley was switched to an esophageal probe when there was an alert that the patient temperature had not changed (alert 116). Temperature read 34.8c on the esophageal probe.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the specialty foleys product ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient came in hypothermic with a temperature of 34.1c. While using the device for normothermia - the water temp was 33c, the temperature sensing foley was switched to an esophageal probe when there was an alert that the patient temperature had not changed (alert 116). Temperature read 34.8c on the esophageal probe.